Event description:
Dermtech molecular pathology report showed negative melanoma - associated genomic atypia, linc00518: not detected, prame (preferentially expressed antigen in melanoma): not detected. Patient was sent for excision of the lesion, the pathology report showed the histologic features are those of in situ melanoma in other words the dermtech test is not reliable.